Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents report that the child was not hearing anymore using the device, since (B)(6) 2020. The user has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition in situ measurements in 2019 show two channels involved in a short circuit due to undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's parents report that the child was no longer hearing with the device, since (B)(6) 2020. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition in situ measurements in 2019 show two channels involved in a short circuit due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents report that the child was no longer hearing with the device, since (B)(6) 2020. The recipient was showing good benefit before. The recipient has been re-implanted on (B)(6) 2021.